Event description:
It was reported that during device replacement due to end of life (eol), loss of capture was observed on the atrial lead. Unipolar pacing showed normal capture when tested though the pacing system analyser. The lead was capped and replaced (B)(6) 2017. The patient condition was stable.